Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: review of the black box data revealed evidence of call service alarm (064-0008) on (B)(6) 2015. On investigation, the pump was exercised for 24 hours without duplication of the call service alarm. Investigation confirms the issue in the history but was not able to be reproduced during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked below the pad in two locations. Additionally, the pump case was cracked between the display lens and the top right side of the keypad. The pump was opened for investigation and revealed moisture ingress to the pump¿s interior compartment affecting the motor wiring and connector. Also unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.